Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported at 14:30 p.m. On march 18, the patient underwent ultrasound-guided PICC catheter puncture and catheterization in the ultrasound department, and the catheterization process was smooth. Nurse changed the PICC dressing at 9:55 on the 19th according to the doctor's instructions, observed that the film was well fixed, and there was a small amount of bleeding in the gauze. After removing the patch, she found that the connection between the PICC catheter and the barrel was broken. No other information was provided.